Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively due to nonstructural dysfunction (nsvd) if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted approximately for 16 years, underwent a valve-in-valve procedure due to severe central aortic insufficiency with normal lv function and ef of 65%. A tavr was successfully performed with an edwards transcatheter valve. Intraop tee did not show perivalvular or central leak. The patient tolerated the procedure well and left the or in stable condition. He was discharged on pod #2.